Event description:
During a shoulder arthroscopy utilizing the acromionizer,4.0 ep-1,dspl bl, it was reported that the burr shed metal pieces in the joint. Some could not be removed, and remained in the tissue. There were no reported patient injuries or complications.

Manufacturer narrative:
A review of the device history records and quality records associated with this manufactured lot confirm no abnormalities were reported with this product during manufacture. (B)(4).